Event description:
It was reported to philips that system could not power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer who confirmed that they could not enter the system's application interface. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the direct current power supply (dcps) of system's m cabinet had no output. It was confirmed that the dcps was defective and needed to be replaced. The fse replaced the dcps. The dcps was returned for analysis and the malfunction was confirmed as an electronic defect. After replacement of the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.